Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo depicting a set in a bag was provided for evaluation. A visual evaluation was performed on the photo and it was noted that the most distal back check valve was broken off inside the caresite valve. The reported defect was confirmed via the photo. Based on investigation on the backcheck valve the most likely potential cause is that the defect originated from excessive force being placed on the valve during use. However, without the actual sample and/or lot number the exact root cause was not determined. All available information regarding this occurrence has been forwarded to our mrb in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the filter broke off of tubing while rn was hydrating the patient with IV fluids for an epidural. About 100 mls of lactated ringers was lost. No injury reported.